Event description:
During a procedure, the tip of the low profile u-joint driver broke off in the head of a screw. Surgeon was unable to retrieve the tip and left it in the screw head in the patient. Surgeon used another driver to complete the procedure.

Manufacturer narrative:
This information has not been received and will be requested. Subject device is an instrument and is not implanted. No investigation could be performed, no conclusion could be drawn as no device was returned. Medical device correction initiated for labeling associated with technique and proper device usage.